Event description:
It was reported during the implant procedure that upon removal from the package, the lead was noted to be bent. The lead was not used and there was no reported patient complication due to this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) no anomalies found.